Manufacturer narrative:
This report is submitted on march 20, 2023.

Event description:
Per the clinic, the patient experienced a skin infection at the implant site, resulting in the exposure of receiver/stimulator (specific date not reported). The patient was treated with oral and IV antibiotics (specific date and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2023, and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on may 12, 2023.